Manufacturer narrative:
(B)(4). Batch # r93m5x. Investigation summary: the device was returned with the blade broken inside of the tube and the blade tip was returned in a plastic bag. Additionally, the clamp arm was detached from the outer tube, but firmly fixed to the inner tube at the clamp arm weld. It is possible that the clamp arm could have been damaged during transit. During functional testing on gen11, an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect, the broken blade was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Possible causes of the clamp arm detachment are not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Cause not establish could be reached as to how this issue occurred.

Event description:
It was reported that during the gynecological surgery procedure, the harhd36 harmonic shears displayed the following message on the generator: clean the instrument, followed by: replace the instrument without any action being taken. After removing the instrument from the patient's cavity, the patient was cleaned and tried to continue using it, but entered the shears test screen and no longer worked. Performed all the requested maneuver on generator but without success. It was necessary to change the equipment to continue the procedure. There was a procedure delay of 10 minutes. No patient consequence.